Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
The patient reported in an annual breast implant follow-up study (bifs) questionnaire, having experienced hard knots or lumps surrounding the implant or in the armpit within the first 2 months after a mammogram (side unspecified). Device has been explanted.